Manufacturer narrative:
According to the customer contact, on (B)(6) 2023 during a total hip surgery, a "bovie tip lit on fire". It was reported the device was set on 70/70 cut and coag. The customer reported "once the melting drape and bovie holster was removed from drape, it started flaming, the pa used the saline irrigator to put out the flames before it became larger, then threw it down (to either floor or metal bucket)". The customer reported no injuries to the patient or staff related to the incident and the procedure was completed. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Device lit on fire.